Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a loss of therapeutic effect. The patient stated they needed a tune up and further clarified that their ins was not working right and they needed reprogramming done due to it. The patient stated that they had noticed they needed to take more pain medication since their ins was not working right. The patient was redirected to follow up with their healthcare provider for reprogramming. The patient stated the issue had occurred in the past two weeks, prior to (B)(6) 2020. No further complications were reported or anticipated.